Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check belt" messages and arrhythmia alarms) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. The cause of the test failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving "check belt" messages and arrhythmia alarms.